Manufacturer narrative:
H6 add: 2364 and 1065. H6 add: 2364 and 1065.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred intermittently. Customer changed the pump supplies and administered bolus to address the issue. Customer blood glucose was 260-494 mg/dl. Customer subsequently went to the emergency room for a blood glucose of 488-615 mg/dl and high ketones. Customer was discharged from the emergency room with a blood glucose of 265 mg/dl and admitted to the hospital for observation. Customer was treated with intravenously with saline and insulin. The customer was discharged from the hospital a day later with the issue resolved and no permanent damage. System check was performed by tandem technical support and identified air bubbles in patient line and instructed customer to change supplies.